Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's left ventricular (lv) and right atrial (ra) leads were reversed in the header. The device was reprogrammed until a revision could be performed. Subsequently a revision procedure was performed where the leads were inserted into the correct ports. There were no additional adverse patient effects reported. They device remains in service.